Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1805016, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Nine retained samples of the same lot were used for additional evaluation. All packages were inspected using magnification, no damage or perforations were observed on the film or blister packaging and the sealing cord was verified to meet required specification. Water air leakage testing was also performed and all product passed, no issues were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 1ml ls sp120 package was damaged. The following information was provided by the initial reporter: package of the syringe leaked air. Please be informed about a complaint for trending purpose. No further action is necessary. This complaints is just for trending / information. Sample is not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 package was damaged. The following information was provided by the initial reporter: package of the syringe leaked air. Please be informed about a complaint for trending purpose. No further action is necessary. This complaints is just for trending / information. Sample is not available.